Manufacturer narrative:
The cot was evaluated by a field service technician who found no defect with the cot and reported that the cot was functioning to specification.

Event description:
It was reported that the cot missed the safety hook when unloading a patient from the ambulance causing the cot with the patient to drop downwards to the ground. The patient reported that they had neck, shoulder, and back pain as a result of the event, further information was not provided.